Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The complaint device has not been received by the manufacturer and a device eval has not been performed yet. The device resides with risk management at the hospital. The hospital will plan to keep the wire until what is described as the "statute of limitations," being 1 year from time of event. The physician is described as a well-experienced cardiologist who has a long standing history with the manufacturer's products. He described to the manufacturer's clinical rep that he is at ease about this situation and believes that there was nothing more that he could have done. The manufacturer's clinical rep has a scheduled meeting with the hospital in the near future and intends to take photos of the device for further eval. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
It was reported the lesion of interest was in the lad; the lad was described as tortuous but not too severe. The wire was normalized and a waveform was present. The physician torqued the wire twice, the waveform disappeared and it was noticed the 3cm wire distal tip became detached. Attempts to snare the fragment from the lad were unsuccessful and the pt stayed in the hospital under observation. After debating the pros and cons of cardiac surgery, it was determined that surgery would not be performed and the wire was left in place. Pt's discharge from the hospital was delayed about two to three days.